Manufacturer narrative:
One device was received for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damaged dso seal, damaged battery compartment, and scratched lens. Functional tests found defective uso sensor, and the sensor was replaced.

Event description:
It was reported the device's battery compartment was broken and the message "maintenance" was displayed. There was unknown patient involvement.